Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. The returned complaint device was disassembled to inspect the rod and revealed signs of distal gasket damage and wear which would allow fluid/tissue to rise up the rod. A review of the device history record indicates the device met all inspection and test criteria prior to release. Therefore, the most likely root cause(s) are: ancillary equipment issues (e.g. Generator, handpiece, and/or adaptor). Activation against solid surfaces, repeated use of instrument beyond intended use. Accessory device damage, cord damage, hand piece connector damage. Improper connection of instrument to hand piece. Applying improper or unnecessary directional or rotational force to connect instrument to hand piece. Tissue accumulation between the blade and jaw assembly, improper usage and inadequate cleaning of instrument. The instructions for use state: inspect the instrument for overall condition and physical integrity. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker if it is not in acceptable condition for the procedure. Attach the hand piece to the instrument by rotating the instrument onto the hand piece in a clockwise rotation as viewed from the distal end of the instrument (finger tight only). Use the torque wrench (already mounted to the shaft) to tighten the blade onto the hand piece. Turn the torque wrench clockwise while holding only the gray hand piece until it clicks twice indicating that sufficient torque has been applied to secure the blade. Note: do not use any other means than the torque wrench to attach or detach the instrument from the hand piece. Note: do not torque the instrument by hand without the torque wrench or damage may occur to the hand piece. Note: hold only the gray hand piece and not the instrument handle while applying the torque wrench. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Clamping the tissue pad against the active blade without tissue on the full length of the blade will result in higher blade, clamp arm and distal shaft temperatures and can result in possible damage to the instrument. If this occurs, there may be an instrument failure, and the generator touchscreen displays a troubleshooting message. The reported event will continue to be monitored through post market surveillance.

Event description:
It was reported that the device kept getting a tighten assembly error code. They tried to reassemble it but kept getting the error code. There was no patient injury, medical intervention, or extended procedure time reported.